Manufacturer narrative:
Report #3014845255-2024-03690 is a duplicate of report #3014845255-2024-01154 issued on 09-21-2024.

Event description:
It was reported that while using night aligners, the patient had a cracked molar (second to last molar top left) and was scheduled to receive a crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.